Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. The insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. Keypad connector was fully locked. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of admission. The customer was given orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump over-delivered insulin. The insulin pump will not be returned for analysis.